Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Serial number: (B)(4). Unique identifier (UDI#): (B)(4). Manufacturing date: the manufacturing site reported that the manufacturing date for the device is february 28, 2013.

Manufacturer narrative:
Citation: yong, w., chai, h., shen, l., manotosh, r. And anna tan, w. (2018). Comparing outcomes of phacoemulsification with femtosecond laser¿assisted cataract surgery in patients with fuchs endothelial dystrophy. American journal of ophthalmology, 196, pp.173-180. Serial#: unknown/not provided. UDI #: a complete UDI # is unknown as product serial number was not provided. Device manufacture date: unknown, as the serial number of the device was not provided. (B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a patient had edema that progressed to pseudophakic bullous keratopathy.